Event description:
(B)(4). I went to the dr. For my annual exam and my dr. Told me that my liver enzymes were a little elevated. There were no reasons why given. I was told to start working out because it might be weight related.